Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc was informed the calibration and quality control (qc) was in range. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse reviewed the qc and found it was out of range. The cse replaced the dryer boot due to a damage, realigned sample arm 3 and verified. The cse then ran calibration and qc and resulted in range. The customer reported having continued issues. A cse was dispatched to the customer's site. The cse replaced the reagent arm 5 mixer and probe. The cse realigned and primed reagent arm 5 and ran a quick check, which passed. The cse then aligned reagent probe 5 and sample probe 3. The cse reviewed qc, which was in range. Patient samples were found to be consistent. The cause of the discordant, falsely depressed magnesium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed magnesium (mg) result was obtained on one patient sample on a dimension vista 1500 instrument. The initial result was reported out to the physician(s). The customer repeated the same sample on an alternate dimension vista instrument resulting higher. The customer issued a corrected reported out to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed magnesium result.